Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the customer reported kink catheter alarm going off. As a result, the pump was swapped out. The new pump worked as expected. Field service rep found the pump was working well, but after 2.5 hours it began exhibiting the problem they complained of. He replaced the power supply and m-force driver which did not remedy the problem. Service action is ongoing". Multiple inquiries regarding medical intervention and the patient's current health condition were unanswered by the customer. If additional information is received, the complaint file will be updated.

Event description:
It was reported that "the customer reported kink catheter alarm going off. As a result, the pump was swapped out. The new pump worked as expected. Field service rep found the pump was working well, but after 2.5 hours it began exhibiting the problem they complained of. He replaced the power supply and m-force driver which did not remedy the problem. Service action is ongoing". Multiple inquiries regarding medical intervention and the patient's current health condition were unanswered by the customer. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Returned for investigation was an ac3 pump assembly (p/n 33-3200-001, s/n(B)(6). Visual inspection of the pump assembly was performed and no abnormality was noted. The returned pump assembly was installed into a known good ac3 for functional testing. The pump was powered up successfully, and no abnormalities were noted on the screen. Pumping was initiated; however, a grinding noise was immediately noted coming from the pump assembly and then the pump alarmed "high baseline". Each valve of the pcs assembly was connected to a 12v dc power supply to check proper function. Each valve responded properly to the 12v supplied with an audible click, indicating proper valve function with no stuck valves. The top of the pump assembly's bellows box was opened, and pumping was initiated to more closely determine source of the grinding noise. It was noted the grinding sound appeared to be coming from the lead screw which drives the bellows. No closer inspection to what was causing the grinding sound could be completed. Note: this is the original pump assembly for this pump. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of high baseline alarm is confirmed. The pump alarmed high baseline during the complaint investigation. A grinding noise was heard coming from the lead screw within the pump assembly. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to the high baseline alarm. The root cause of this complaint is manufacturing related. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.